Manufacturer narrative:
An event of device explant due to paravalvular leak was reported. The device was received for investigation and no anomalies were found. The device passed functional testing both at the time of manufacturing and upon return to abbott. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any evidence of valve anomaly that may impact valvular function, the reported event is consistent with a non-structural valve dysfunction. A non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. In this case inappropriate sizing, entrapment by suture, or stent deformation could not be confirmed due to the limited information provided. Temporary distortion of the stent due to external forces following aortic closure where the stent is not permanently deformed may also potentially explain the observed intraoperative valvular dysfunction. However, since it is not possible to determine whether there was any temporary intra-operative stent deformation and none of the other potential causes for nsvd could be confirmed except for a pvl, the exact cause of the observed valvular regurgitation cannot be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 21mm epic plus supra was implanted in a patient. On (B)(6) 2023, the device was explanted due to a paravalvular leak of 8 mmhg and average gradient of 35 mmhg. A 19mm sjm masters series hemodynamic plus valve was implanted as a replacement. Post implant, it was reported that the patient passed away. The cause and date of the death is unknown.

Manufacturer narrative:
An event of device explant due to paravalvular leak was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Related manufacturer reference number: 2135147-2023-04703-00.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 september 2023, a 21mm epic plus supra was implanted in a patient. On (B)(6) 2023, the device was explanted due to a paravalar leak of 8 mmhg and average gradient of 35 mmhg. A 19mm sjm masters series hemodynamic plus valve was implanted as a replacement. Post implant, it was reported that the patient passed away. The cause and date of the death is unknown.